Manufacturer narrative:
Additional data: a2, a3, a4, a6, b3, b5, b7, d9 and h6. The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
The device was delivered to the patient and was first used on (B)(6) 2025. The patient reported that the appliance broke in the first week of nov 2025. On the lower left side, where the plastic strap attaches, the button it attaches to had separated from the appliance. When evaluating it in the office, it appeared that the acrylic used to hold the "button" in place had separated from the tray. The patient called our office the day after it broke. They were scheduled to have the device evaluated in the office within a week. On (B)(6) 2025, the patient had continued to wear the device for approx 1 week after it broke. They came into the provider's office on (B)(6) 2025, and they kept the appliance for return. The device was cleaned in an ultrasonic cleaning solution in the ultrasonic cleaner before delivery to the patient. The patient rinsed the device with water daily and cleaned it weekly in a cleaning solution at home. Brought to the office to be cleaned at each hygiene appointment. The patient didn't suffer any harm/injury, and no medical intervention was required.

Manufacturer narrative:
The device was returned. The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description: the root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the device fractured.

Manufacturer narrative:
The device has not yet been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).